Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a leak identified in the cuff. A new artificial urinary sphincter procedure will be scheduled in the future as posterior intervention is needed to implant a new device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a leak identified in the cuff. A new artificial urinary sphincter procedure will be scheduled in the future as posterior intervention is needed to implant a new device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced incontinence with an onset date of (B)(6) 2018. The patient is in stand by and will have a new artificial urinary sphincter implanted in 2 months.